Event description:
The pt experienced sudden onset of vomiting and diarrhea. A rotor study was done that showed a stalled rotor. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.